Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high creatinine results on three patients generated by the au5420 chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated and lower results were obtained. No impact to patient treatment was reported

Manufacturer narrative:
The samples are in serum separator tube (tiger top). Au system was in control before and after the event for all tests including creatinine. The customer reported cuvette overflow and requested service. A bci field service engineer (fse) collected reaction monitor/od data from the original samples and repeated the test runs. The creatinine reaction monitor data was abnormal for all three test results, which indicated a cuvette overflow. Fse determined the root cause was serum clots blocking cuvette wash station which resulted in a cuvette overflow and abnormal reaction od. (B)(4).

Manufacturer narrative:
The samples are in serum separator tube (tiger top). Au system was in control before and after the event for all tests including creatinine. The customer reported cuvette overflow and requested service. A bci field service engineer (fse) collected reaction monitor/od data from the original samples and repeated the test runs. The creatinine reaction monitor data was abnormal for all three test results, which indicated a cuvette overflow. Fse determined the root cause was serum clots blocking cuvette wash station which resulted in a cuvette overflow and abnormal reaction od.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high creatinine results on three patients generated by the au5430 chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated and lower results were obtained. No impact to patient treatment was reported.